Event description:
It was reported impedance variability and loss of therapeutic effect. Impedances were taken. It was stated impedances do well and then lose efficacy. It was noted there was paresthesia and tingling around implantable neuro stim (ins). Reprogramming was performed. A revision was done due to impedances. The ins connection was disconnected and wiped off. Impedances were the same and only one side was active. Impedances were measured for almost two months with all impedances being normal. One month post implant pt lost benefit and continued to gradually lose benefit. On (B)(6) 2010, a surgical exploration was done. It was noted some blood was seen at lead/extension connection which was cleaned. There was no fluid seen anywhere and connection to ins looked good. It was noted one of the setscrews were loose, but corrected upon re-hooking. Pt had initial good benefit in 4-5 days with c+2. An x-ray noted good lead placement. It was stated no blatant open or shorts were seen and palpation was not helpful due to delayed response. It could not be explained as to why programming cannot be maintained and why threshold testing had changed. The system appeared to be intact. Pt will f/u with hcp and therapy impedances will be taken. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).